Manufacturer narrative:
E1" patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient inserted the infusion set without removing the plastic bit part and just manually pushed it in on (B)(6) 2025 which led to high blood glucose. The site of insertion was abdomen. The patient was sitting at the time of insertion. The infusion set was in use for 1 day. No further information available.